Event description:
It was reported that post a stenting treatment procedure a stent collapse occurred. The 2.75x12mm taxus express2 stent was implanted in (B)(6) of 2007. In september of 2010 the patient was admitted to the hospital for a mild myocardial infarction. The physician explained to the patient that the implanted taxus stent had "collapsed" on one end. The stent was reopened with balloon angioplasty and another non-bsc stent was implanted inside the dilated stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).